Event description:
It was reported that the transmiter showed signal loss at the cns and was hot to the touch. No consequence or impact to the patient.

Manufacturer narrative:
Details of the complaint . On 12/12/18, customer at (B)(6) reported the transmitter (zm-530pa sn:(B)(6) ) was warm to the touch. The bme was originally called for the unit having signal loss and when the transmitter was handed to them, the biomed felt that it was warm. Service requested exchange. Service performed exchange. Investigation result : the transmitter was delivered to (B)(6) hospital on 08/01/18, which was 4 months prior to the reported issue. Review of device history found issue was previously reported: (B)(4) reported 12/04/18 in which device was reported to read signal loss and felt warm to the touch. The device started working by the time ts called bme. Qe evaluation of the unit (zm-530pa sn:(B)(6) ) performed on 09/20/19: the batteries involved were not returned with the unit. The battery compartment appeared to be in good condition with no signs of damage, corrosion, or improper battery insertion. Upon proper insertion of batteries, the warmth could not be duplicated. Unit was able to turn on and transmit to the cns using ch9344. The channel label located at the front of the unit was found to not match the channel programmed into the unit. Ch labeling indicates channel 9254 however the top left corner of the screen indicates unit is programmed to ch9344. The root cause of the signal loss is determined to be incorrect labeling of the channel. Zm-530pa operator's manual advises customer to not allow the transmitter to continuously contact the patient's skin directly, as the transmitter heats up by 2 or 3 degrees c during normal operation, which may cause low temperature burn to the patient. Temperature of the device may also be affected by its environment, such as temperature of the room, access to direct sunlight, or temperature of other equipment/personnel which may contact with the unit. The reported issue of "warm" transmitter is not suspected to be related to a deficiency of the device. No issue found with the transmitter. This issue is not suspected to be caused by deficiency of the device or its design. Investigation conclusion: no issue found with the transmitter. This issue is not suspected to be caused by deficiency of the device or its design. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?. Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
It was reported that the transmitter showed signal loss at the cns and was hot to the touch. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the transmitter showed signal loss at the cns and was hot to the touch. No consequence or impact to the patient.